Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a granuflo dissolution unit tripped the circuit breaker during transfer mode. When that didn¿t happen, it transferred back through the spray ball instead f out of the transfer line. Upon follow up, the bmt said that during repair, he found that the mid-level sensor cable was burnt and scorched. A patient was not involved and there was no harm to any patients or individuals because of this malfunction. The cable was the original fresenius part on the dissolution unit. The bmt reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The biomed reported that there was no damage observed on any other components. The dissolution unit is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt replaced the mid-level sensor cable, which resolved the issue. The bmt reported that the dissolution unit has been returned to service without issue. The mid-level sensor cable is not available to be returned to the manufacturer for physical evaluation.